Event description:
No additional information was provided by customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: flickering on the image-evis with a line observed in the image, determined after troubleshooting to be caused by a defective charged couple device and a printed board requiring replacement. The most probable cause of the complaint was caused traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonvideoscope exhibited light flickering. The issue occurred during the inspection for use there were no reports of patient involvement